Event description:
It was reported that after using bd vacutainer® edta 2k piece of plastic was inside collection tube. No patient impact was reported. The following information was provided by the initial reporter: the customer reported that a piece of plastic was in the blood collection tube.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but a photo was provided for investigation. The photo was reviewed and the indicated failure mode for foreign matter (fm) was observed. A white particle was observed on the inside of the tube. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of fm based on photo analysis. Bd was not able to identify an exact root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that after using bd vacutainer® edta 2k piece of plastic was inside collection tube. No patient impact was reported. The following information was provided by the initial reporter: the customer reported that a piece of plastic was in the blood collection tube.